Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during patient use at home, the device had a crack at the exit end of the tubing. When the issue was found, the patient accepted a prophylactic antibiotic therapy and the catheter was repaired. It was also stated that the patient has been following the standard cleaning procedure. There was no reported patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.